Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing; the battery was able to charge and provide power as expected. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed that the battery was depleted and unable to charge on a test battery charger. Internal inspection of the batteries did not reveal any anomalies. Supplemental testing of (B)(6) revealed that a cell pair had no voltage and was unable to charge, indicating a faulty internal cell pair. As a result, the reported not charging event involving (B)(6) was not confirmed. The reported not charging event involving (B)(6) was confirmed. The most likely root cause of the reported not charging event involving (B)(6) can be attributed to a faulty internal cell pair. Additional products: (B)(6) d9: yes, return date: 21-mar-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not working. It was noted that the complaint from the patient was unclear, though it appeared the batteries were not charging. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 28-jun-2020, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the two batteries (B)(6) were returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing; the battery was able to charge and provide power as expected. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed that the battery was depleted and unable to charge on a test battery charger. Internal inspection of the batteries did not reveal any anomalies. Supplemental testing of (B)(6) revealed that a cell pair had no voltage and was unable to charge, indicating an internal short circuit of a cell pair. As a result, the reported not charging event involving (B)(6) was not confirmed. The reported not charging event involving (B)(6) was confirmed. The most likely root cause of the reported not charging event involving (B)(6) can be att ributed to an internal short circuit of a cell pair. Scapa pr00578558 is investigating this issue. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.